Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated on experienced a hypoglycemic event on (B)(6) 2018 in which they felt a strong dizziness before sitting down to treat themselves. The patient consumed three dextrose powder units, had a chocolate bar with coffee and sugar. The patient stated he felt better after treating himself and did not need additional treatment. On (B)(6) 2018, further contact was made with the patient and they reported additional inaccuracies with the same sensor and was advised to remove the sensor. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined.